Event description:
The customer stated the cell-dyn sapphire analyzer probe assembly was noisy during the auto clean procedure although the noise was not present during patient runs. The customer was advised to replace the analyzer probe and vent head assembly and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.